Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported, a lead diagnosis revealed high impedances across the lead. Surgical intervention was undertaken on (B)(6) 2024 where it was revealed the extensions were not properly connected to the ipg. As a result, the extensions were properly inserted into the ipg to address the issue.